Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The returned sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving higher readings from his adc freestyle libre sensor than readings received on a healthcare provider¿s meter. He further reported that on (B)(6) 2019 his sensor scan produced a ¿hi¿ (a reading greater than 500 mg/dl) three times so he self-treated with an unspecified amount of insulin. He then began to experience ¿cold sweats, difficulties speaking, confusion and shaking¿. Paramedics were called and upon arrival the following comparisons were performed: at 11:00 am hcp meter: 1.8 mmol/l (33 mg/dl) vs sensor: 12.2 mmol/l (220 mg/dl), at 11:10 hcp meter: 3.0 mmol/l (54 mg/dl) vs sensor: 13.4 mmol/l (241 mg/dl) and at 11:20 hcp meter: 3.0 mmol/l (54 mg/dl) vs sensor: 13.7 mmol/l (247 mg/dl). Customer was treated with dextrosol and cinnamon buns. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings from his adc freestyle libre sensor than readings received on a healthcare provider¿s meter. He further reported that on (B)(6) 2019 his sensor scan produced a ¿hi¿ (a reading greater than 500 mg/dl) three times so he self-treated with an unspecified amount of insulin. He then began to experience ¿cold sweats, difficulties speaking, confusion and shaking¿. Paramedics were called and upon arrival the following comparisons were performed: at 11:00 am hcp meter: 1.8 mmol/l (33 mg/dl) vs sensor: 12.2 mmol/l (220 mg/dl), at 11:10 hcp meter: 3.0 mmol/l (54 mg/dl) vs sensor: 13.4 mmol/l (241 mg/dl) and at 11:20 hcp meter: 3.0 mmol/l (54 mg/dl) vs sensor: 13.7 mmol/l (247 mg/dl). Customer was treated with dextrosol and cinnamon buns. No additional treatment was reported. There was no report of death or permanent injury associated with this event.